Event description:
It was reported that an increase in defibrillation impedance was observed on the right ventricular (rv) lead. Provocative testing was performed and no noise was detected, except for some myopotentials when the patient moved their left arm horizontally from left to right over their pectoral region. No intervention was performed. The patient was stable and will continue to be monitored.